Event description:
It was reported that the patient's first pump "eroded through" the patient's skin. The pump was replaced. The drug being infused via the pump was unknown.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006. (B)(4).